Manufacturer narrative:
Technician found that the head section will not raise as the head position sensor link arm was not connected to sensor. Reconnected link arm and calibrated position sensors to resolve this issue. Bed located in storage.

Event description:
Information received that the head section will not raise. No injury reported.